Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which was implanted on june 13, 2006 was exhibiting a monitoring voltage of 2.55v and a charge time of 13.6 seconds. The monitoring voltage at implant was 3.23v. The gas gauge was showing middle of life 2, and the capacitor reformation was being done every 30 days instead of 90 days. The device will be explanted and returned to guidant for analysis. No adverse patient symptoms were reported.